Event description:
It was reported that this pacemaker went into safety mode. Technical services (ts) suggested resolution. The device was explanted and replaced. No additional adverse patient effects were reported.